Manufacturer narrative:
After further evaluation, the suspect medical device was changed from the alinity I processing module, list 03r65-01, abbott laboratories, irving, texas, USA to the alinity I free t4, list 07p70-30, abbott ireland diagnostics division, longford, ireland. MDR number 3005094123-2025-00295 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed falsely elevated alinity I free t4 result generated by the alinity I processing module for a patient. The sample was repeated, and a lower result was obtained. The following data was provided: sid (B)(6): initial result = 2.65 ng/dl; repeat result = 1.08 ng/dl there was no impact to patient management reported.

Event description:
The customer observed falsely elevated alinity I free t4 result generated by the alinity I processing module for a patient. The sample was repeated, and a lower result was obtained. The following data was provided: sid (B)(6): initial result = 2.65 ng/dl; repeat result = 1.08 ng/dl there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.